Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown titanium screw/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article. Clayman, l. & rossi, e. (2012) "fixation of atrophic edentulous mandible fractures by bone plating at the inferior border." Journal of oral and maxillofacial surgery, 70, 883-889. A consecutive case series during a 30-year period at a university medical center reviewing the use of synthes plates and competitor plates to repair fractures of severely atrophic mandibles. There were sixteen patients, 10 male and 6 female ranging in age from 30 to 84 years that were reviewed during the 30-year period. An unknown patient experienced screw loosening. This report is 3 of 3 for (B)(4). This report is for an unknown titanium screw.